Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as a leak of 1-2ml of blue reagent from the instrument onto the right side of the counter. The leak was identified while running controls. The leak was not contained. The operator was wearing personal protective equipment of gloves, eye protection, and lab coat at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and could not confirm an instrument leak. However, the fse observed the waste chamber (vc13) was refilling from the output line. A worn out check valve was causing refilling of the waste chamber. The fse replaced the output check valve and resolved the problem. Identification of failure modes: no failure mode was identified for the leak as fse could not confirm a leak. However, a worn out output check valve was causing refilling of the waste chamber. Issue was resolved by replacing the check valve. No erroneous results were generated for this event. Upon recur of the failure mode identified for a worn out output check valve, it is likely to generate flagged, un-flagged and non-numeric erroneous differential results due to improper drain of chambers. (B)(4).